Event description:
The manufacturer received information that the trilogy evo ventilator was returned to a third-party service center for evaluation of the allegation the left fan being broken. There was no patient involvement and no harm or injury reported. The device error log contained critical ventilator inoperative error codes e-155 and e-156 indicating the machine flow sensor communication ceased and the sensor was stuck at the same value and the therapy central processing unit was still running boot monitor software, respectively. Evaluation completed by the third-party service provider indicated all errors were caused by the system printed circuit board assembly (pca) and the machine flow sensor that had been replaced in the device during the last preventative maintenance. Both components were replaced as part of service and repair. Device evaluation also reported the inlet side panel and cooling fan assembly were damaged and required replacement. The air inlet foam filter required replacement due to preventive maintenance. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.